Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided.brand name unknown / not provided. Device product code unknown / not provided. Catalog lot number, expiration date and UDI unknown / not provided. Reporter name and address, contact address phone numbers unknown / not provided. Occupation unknown / not provided. Manufacturer date unknown / not provided. PMA/510(k) number not available.since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported by the patient during a visit to his current doctor that he had experienced an abutment fracture in the past with another doctor.